Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report that the device was booting up with a white display. A completely white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Event description:
Physio-control received a report that the device was booting up with a white display. A completely white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control verified the reported issue and replaced the system controller pcb assembly to repair device. The device passed performance inspection procedure and was returned to the customer. The cause was determined to be a thermally sensitive integrated circuit, designator u18, on the system controller pcb assembly.